Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the issue was unknown.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 16-jun-2029, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6), ubd: 16-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of infections underwent surgical intervention due to infection and the presence of pus at the extension site, which included paddle leads, extensions, and a battery. Upon surgical exploration, the extension site was visually inspected and found to be full of pus. The entire system was explanted during the procedure. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event.